Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Manufacturer narrative:
The device was repaired in the field and the device is working properly. All replaced parts were sent back to pride for evaluation by the fst. Several attempts were made to locate returned parts. Should the returned parts be located, a follow-up report will then be issued.

Event description:
Consumer was driving on a ramp when the controller allegedly malfunctioned and consumer fell off ramp.

Event description:
Consumer was driving on a ramp when the controller allegedly malfunctioned and consumer fell off ramp.